Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's healthcare provider prescribed a changed to pump basal rate. Customer changed the correction factor to 1u:1mg/dl by mistake. Customer realized the error when attempting to request a bolus and the pump recommended approx. 200 units. Customer did not deliver the bolus and there was no adverse impact to the customer. Customer adjusted pump settings to resolve the issue. Additionally, customer reported blood glucose was greater than 500 mg/dl due to customer not delivering a bolus for a high carbohydrate meal. Customer addressed elevated blood glucose by administering a manual injection.